Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 150 mg/dl. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to protruded drive support disk.